Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The table top (tt) illuminator and lamp were both replaced as a preventive measure. The system was determined to have been functioning as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 21, 2009. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that there was an illuminator lamp issue. Requested additional information.